Event description:
Pt was operated on for a bunionectomy with insertion of a postoperative onq painbuster pain pump. On his first postoperative visit, he presented with an erythematous, edematous forefoot especially around the incision site. Rptr attributed the problem to admitted non complainance of weight bearing as well as lack of proper elevation. The great toe was also slightly dusky. On his second post op visit, a week later, he presented with a large 2.0cm blister in the distal wound with circumferential disital ischemia. Minimal pain and good sensation. Seroma was drained, an I & d was performed and levoquin prescribed.